Manufacturer narrative:
Device passed the displacement test and self test. No audi/vibrate anomaly, however, pump error 63 alarm confirmed in the device history due to cold solder joint on u1 keypad assembly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was not making any sound when alarming. They did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was 6.3 mmol/l. The device alarmed a hardware low level failure during self-test. The device will be returned for analysis.